Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 466 (mg/dl) following an infusion site change. Multiple correction boluses were delivered; however elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. Customer subsequently went to the hospital with a bg level above 600 (mg/dl) and was treated with intravenous insulin. Customer was released from hospital (B)(6) 2016. Recommendation was made to consult with health care provider to discuss infusion site options.